Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. It was reported that force was used in attempt to remove the device of a suture placement in right axillary artery. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Additionally, the IFU states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the use outside the indicated anatomy contributed to the reported event; however, the force used was circumstantial due to the difficulty experienced removing the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is being filed under a separated manufacturing report number.

Event description:
It was reported that suture placement in a right axillary artery was attempted on (B)(6) 2020, with two proglide devices using the pre-close technique via a 6f sheath prior to a percutaneous coronary interventional (pci) procedure with the use of an impella heart device. Reportedly, the sutures of the first proglide device were successfully pre-placed. When the attempt was made with the second proglide device, there was interaction during insertion with the pig tail catheter so the proglide was not deployed and was removed. The sheath was upsized to a 14f and the pci procedure was completed. The impella heart pump was kept in place and the patient was sent to the floor. On (B)(6) 2020, the patient was brought back into the cath lab. The impella was removed and the sutures of the pre-placed proglide were then cinched down to close the access site. The decision was made to use an additional proglide to close the access site. Upon advancing the proglide device into the anatomy, blood return from the marker lumen was difficult to achieve; however, was ultimately able to be obtained. Reportedly, the proglide device was deployed per the instructions for use (IFU); however, there was resistance when attempting to remove the device after deployment. The proglide became stuck and was unable to be removed. It was verified under fluoroscopy that the foot was fully retracted. As the proglide device could not be removed, the physician decided to "break" the proglide handle in attempt to free the device. As this was unsuccessful in removing the device, force was used to attempt the removal of the proglide and the proglide separated at the "elbow" where the foot connects with the device. The foot came out leaving the hydrophilic sheath and the "shell" or covering of the foot in the artery. Access in the right subclavian (about an inch distal to the axillary access) was achieved to attempt "snaring" of the portion of the proglide left in the artery. A 14f sheath was placed in the right subclavian access site. A snare was used to attempt to recover the portion of the proglide left in the artery. This was not successful at first. The operators upsized the 14f sheath in the right subclavian to a 16f sheath. The rest of the material of the proglide was successfully removed from the artery using a snare. Both the right axillary sheath and the right subclavian sheaths where removed. Hemostasis was achieved by placing a 7 x 59 bvx covered stent across both the right axillary and right subclavian arteriotomies. This was done via the 7f sheath in the right common femoral artery (rcfa). The covered stent was post dilated with a 10x40 balloon. A balloon pump was placed into the patient through the 7f sheath of the rcfa and sent the patient back to the floor. The patient required a blood transfusion due to bleeding from the proglide issue. The patient was reportedly stable after the procedure and there was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.